Event description:
A supplemental report is being filed as additional information was received on product investigation. There is no change on the MDR decision. No additional adverse patient effects were reported. Boston scientific received information that this pacemaker had two years left several months ago. Recently, had magnet rate of eighty bpm on ttm and seemed like device was at elective replacement indicator. Boston scientific technical services discussed option of replacing the device and sending it for analysis. Moreover, this pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement indicator (eri). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared elective replacement indicator (eri) earlier than previously estimated. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker had two years left several months ago. Recently, had magnet rate of eighty bpm on ttm and seemed like device was at elective replacement indicator. Boston scientific technical services discussed option of replacing the device and sending it for analysis. Moreover, this pacemaker was explanted. No additional adverse patient effects were reported.